Manufacturer narrative:
Reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 13, 2015 that a lighttrail 200um single-use laser fiber was used during a flexible ureteroscopy performed on (B)(6) 2015. According to the complainant, during the procedure outside the patient, the laser fiber broke into two pieces as it was being inserted into the scope. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.